Event description:
The customer reported that the uvsl central failed to audibly alarm for a patient arrhythmia resulting in the patient death.

Manufacturer narrative:
The customer's biomedical engineer confirmed that visual alarms were present at the time of the event. The biomedical engineer evaluated the uvsl system and found that the volume setting on the monitor was configured to be lower than needed for the area and could not be heard very well. Once the biomed adjusted the volume, the device operated as expected. There is no failure of a spacelabs healthcare device. The cause of the reported issue was the user lowering the volume at the central station.